Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. It is not known when the alleged meter inaccuracy began. The patient reported obtaining blood glucose readings of 150 and 170 mg/dl with the subject meter and 70 mg/dl on the other device, performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. During the follow-up call, the patient informed the csr that she tests her blood glucose 5 times a day and that her normal blood glucose range is between 70 to 220 mg/dl the patient stated she manages her diabetes with apidra solostar before each meal (dose based on meal) and 24 units of lantus insulin at 12:30pm. The patient confirmed she takes correction boluses after meals based on blood glucose results. The patient denied making any changes to her usual diabetes management regimen in response to the alleged issue. At the time of the initial call, the patient reported developing hypoglycemia as a result of the alleged issue. During the follow-up call, the patient stated she developed symptoms of feeling tremulant and numb 30 minutes after obtaining the alleged inaccurate high results. The patient claimed she treated herself with dextrose in response to the symptoms and felt better afterwards. During the follow-up call, the patient attributed the onset of the symptoms to the subject meter providing inaccurately high blood glucose results.during troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining the alleged inaccurate high results with the subject meter.

Manufacturer narrative:
Follow-up # 1 device evaluation:the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.